Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, at the post-operation check, this right ventricular (rv) lead exhibited a decrease in pace impedances and an increase in pacing thresholds. Pace impedances were 964 ohms at implant and were observed to drop to 580 ohms. In addition, thresholds rose from 0.8v to 2.8v. Loss of capture with greater than 2 seconds of asystole was noted in the patient's chart. A chest x-ray was performed and the rv lead was observed to have lost slack, so a revision was scheduled. The revision was successful and measurements were stable. It was noted that the patient is greater than 300 pounds. At this time, the rv lead remains in service and there have been no additional adverse patient effects reported.